Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a healthcare provider (hcp) called boston scientific technical services (ts) to review some stored episodes for this patient. It was noted that this right atrial (ra) lead exhibited noise and oversensing in a recent stored atrial tachycardia response (atr) episode. Six days later, on the date of the call, there was another stored atr episode with ra undersensing observed. Ts noted this atr episode had variable ra amplitudes with the automatic gain control (agc) feature programmed on. Ts provided guidance to the hcp to evaluate the ra lead in the clinic by performing isometric and pocket manipulation testing while checking associated ra pace impedance measurements and to consider programming a fixed ra sensitivity based on the evaluation. Ts also noted the ra and right ventricular (rv) pace impedance as well as intrinsic amplitude measurements recently decrease in parallel, and it appears the patient is having atrial fibrillation (af) with rapid ventricular response (rvr). Additional information was subsequently received from the patients daughter that the patient passed away. The date of death was on the same date as the hcp call to ts.